Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted.

Event description:
A system error 2240 alarm was identified in the log of a returned homechoice device. The alarm occurred on 28 oct 2011 14:08:51. No additional information is available.